Event description:
Info provided to cook inc via FDA medwatch program # (B) (4): the sheath was placed in the right femoral artery. The sheath was exchanged for an 8fr long sheath, 90cm. A long wooley wire was advanced across the lesion, after which direct stenting could not be done due to the severity of the stenoses, which was in the range of about 90%. Balloon angioplasty was done with a 6mm wire 20mm balloon. At that time, it was realized that the sheath broke at the hub and the pt was having quite a bit of bleeding. The balloon was removed and the sheath was changed. At that time, the pt had a significant bradycardic episode, consistent with vasovagal response with complete heart block. She responded to 2mg of atropine. By that time, the sheath was changed to an intact 8fr 90cm sheath. Significant localized dissection was noted after the balloon. Successful angioplasty and stenting was done with the genesis 8mm x 27mm stent, which gave 0% stenoses. Excellent flow was noted. Pt was brought to recovery in stable condition.

Manufacturer narrative:
(B) (4). No product was returned to assist in our investigation; however, we can advise that the integrity of this device is verified prior to further processing. Per a change request implemented on 06/27/08, a new tool and equipment is used for tightening of check-flo and adapter to cap. While this change is intended to reduce the occurrence of the material separating from the proximal fitting, we are aware of the potential possibility and will continue to check for these complaints. We are continuing our monitoring of similar complaints and have notified the appropriate personnel of this event.